Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during the set up for a wound treatment, it was noticed that a tube of solosite wound gel 3oz 01 was not sealed. The gel feels very gritty. It is unknown how the treatment was performed, but no injury was reported as a consequence of this issue.

Manufacturer narrative:
The device was not returned for evaluation; therefore, product analysis could not be performed. A visual inspection of the images was conducted and revealed the tube with the identifiers. Therefore, through this inspection it cannot be confirmed that the tube was not sealed, neither that the gel was gritty. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. Although similar events were found in the complaint history, no commonalities that would suggest a device deficiency were found. Additionally, there have been no previous investigations for the part number and failure mode reported. The risk management documentation for solosite wound gel has been reviewed to assess whether the alleged failure and associated harm has been anticipated. A review of the most recent complaint data for solosite wound gel confirmed no further occurrences, therefore considered as acceptable with no impact to the risk file ratings. According to the solosite wound gel specification document, the tubes should be securely closed and sealed with no sign of leakage. The printed tubes are packed cap down inside the shipper in a single layer with 12 tubes in each box. The individual tubes do not require an outer package. As it is mentioned on the product manufacturing specifications, an individual tube does not require an outer package, however it should be securely closed and sealed. If in this case the seal was compromise a potential probable cause that could contribute to the reported event include that the cap was not fully secure, and it had become loose. A potential probable cause for the gel being gritty event could include an incorrect storage temperature fluctuation. The IFU provides some indications on how the product should be storage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.